Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval: the reason for return could be verified. Electrical measurements revealed high lead impedance due to that the helix was retracted and clogged with dried body fluid/tissue. After ultrasonically cleaning, normal lead impedance was measured when the helix was partly extended. In this case, the cavity where the helix is located before extending seems to have been fully clotted with blood and even the distal end of the helix was covered with blood. Normally this will not affect the electrical properties during implant. If the helix is slightly extended, the impedance and threshold will be according to specification. After extending the helix, blood inside the distal end will not affect the electrical properties at all. Dried body fluids inside the lead inner insulation and helix housing prevented the helix extension. Too many revolutions when trying to extend the helix caused the inner coil to become overtorqued. The helix could be fully extended and retracted on a short length of the lead. The adhesive on the soft tip do not affect the helix performance. Nothing was found to indicate deficiency in material or workmanship.

Event description:
It was reported that lead exhibited out of range high impedance and low sensing during implant. The helix did not extend. The lead was not implanted.